Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported slow processor, which was reproduced as a keypad delay during evaluation. Visual inspection found the cause was a processor printed circuit board. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a slow processor issue. The reported problem occurred during testing at biomed service department. There was no patient involvement. No additional information is available.